Event description:
Medtronic inc employee reported that scan was loaded with an image that was compressed in s/I direction. Doctor commented that he felt inaccurate in certain areas but proceeded with navigation. There was no injury to the patient.

Manufacturer narrative:
Radiology was contacted to verify scan protocol. Scan was done oblique which is not the protocol for the treon and lead to the errors in navigation.